Manufacturer narrative:
Device is a combination product. Used (B)(6) 2019 as event date as there was no date provided.

Event description:
It was reported that stent damage occurred. A 2.25x16mm synergy drug-eluting stent was selected for use; however, it was noted that a stent strut was raised. The procedure was completed with another synergy stent. No patient complications were reported.